Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware of the event.

Event description:
It was reported that the patient got a burn from the charging puck. A small red mark and a scab was noted at the burn site. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
(B)(4). (Sn: (B)(6). The returned charger was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient got a burn from the charging puck. A small red mark and a scab was noted at the burn site. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in blocks e1, e2, e3 and g2.

Event description:
It was reported that the patient got a burn from the charging puck. A small red mark and a scab was noted at the burn site. No further information could be obtained despite good faith efforts.